Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that all conductors were stretched, the inner insulation was kinked/buckled and the lead appeared damaged at implant. The analyst commented that the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin.

Event description:
It was reported that during implant, the helix extended on its own and then was subsequently not able to move as it was "frozen." The lead was explanted and replaced with another lead. No patient complications have been reported as a result of this event.